Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Additional information: b5 no further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was provided that another upper gi endoscopy was done which showed actively bleeding jejunal arteriovenous malformation (avm) which was treated with argon plasma coagulation with abloation and cessation of bleeding. The subject no longer had melena and hemoglobin was stabilized. The subject was discharged home on (B)(6) 2019.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# v. FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported the patient was admitted on (B)(6) 2019 for a possible gastrointestinal (gi) bleed, diarrhea, and weakness. The gi department was consulted. The patient had an endoscopy which showed normal findings and no active bleeding. The patient also had a colonoscopy which showed bleeding in the entire colon and terminal ileum. No further information was provided.